Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "red spot", "discomfort", "rupture" and "is scared." Healthcare professional reported "lobulated contours suggesting rupture" and "benign calcifications." Patient also reported they "had covid"; this event is not device related. The device remains implanted.

Event description:
The device was explanted.